Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during the phacoemulsification phase of a procedure the ultrasound disappeared, and a system message was displayed. The case was completed with no harm to the patient.

Manufacturer narrative:
The customer reported ¿lost needle, us disappeared.¿ details from the company representative indicate that the customer was not following the direction for use (dfu). However, it remains inconclusive what caused the reported event (s). With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).